Event description:
A health professional reported to baxter that a minicap became disconnected from the patient's miniset (patient line). There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The actual device was evaluated. This complaint was not confirmed in the lab for the reported connection issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot number. Root cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The actual sample is not available, however, a companion sample is available. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.